Event description:
It was reported when using the pyxis medstation es system, there is a lack of communication among the server, stations, and cce. The customer stated that users were unable to login to their stations and this has caused delayed patient care during the downtime. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that an error was encountered while attempting to execute it. A technical support specialist, instructions to the user regarding the findings to request the unblocking of the port for the service. The system functioned as intended after the technical support specialist troubleshot the device. The serial number, UDI and manufactures details kept blank since the asset information was not provided by customer.